Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.